Manufacturer narrative:
Product analysis: it was confirmed that the stylus and cursor were misaligned on the display. The connection between the display overlay and the printed circuit board (pcb) was re-seated, and the stylus calibrated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was not responding properly to the stylus and was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.